Event description:
It was reported that the device could not be interrogated and was not pacing. Device explant is anticipated to resolve the event. The patient was in stable condition and there were no adverse consequences.